Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that stimulation was turning off, turning on, and increasing stimulation. It was noted that this had occurred a couple of times. It was noted that impedances were normal and no issues were seen. It was noted that there was no known accident or incident related to this complaint. It was noted that adaptive stimulation was turned off a year ago because the patient was complaint that stimulation was turning off, then turning on and ramping up high. It was noted that it was really strong and then it turned off again. It was noted that this occurred only once in a while but occurred just last week according to the patient. It was noted that it was confirmed that adaptive stimulation was off. It was noted that the device report showed that the stimulation had turned off numerous times due to low implantable neurostimulator (ins) battery. It was noted that the patient was coming back in 2 weeks for follow up. It was noted that the patient was reminded to make sure the battery had a charge and not to let it get low. Additional information was requested but was not available as of the date of this report.

Event description:
It was reported that the implantable neurostimulator (ins) randomly turns off and to 0 volts and then spontaneously turns back on and back to programmed voltage of 3.2 volts. It was noted that all this would happen within 45-50 seconds. It was reported that this was happening since implant. It was reported that impedances range 600-800. It was noted the programmed settings were 12+13-14-15+/60r/3.1v/600 pw with therapy impedance 357 ohms. It was reported that the patient recharges every 1.5 ¿ 2 weeks. It was reported that manufacturer¿s representative left a message for the patient.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient product ID 3550-39, lot# n304383, implanted: 2012-(B)(6), product type accessory, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the doctor would not be seeing the patient any longer. It was noted that there was no scheduled appointment and it was unknown where the patient would end up in terms of a clinic in the area. It was noted that there were no further diagnostics performed on the device. It was noted that no malfunctions were seen or cause of the issue determined. It was noted that no interventions were planned. It was noted that that the patient outcome was unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the software card from the clinician programmer was received . However, the device was interrogated more than once before the medtronic file could be created. As a result most of the data about stimulation use was wiped out and so it was difficult to draw any conclusions. It was noted that the recharging information does indicate that on (B)(6) 2013 the patient had reached a very low voltage on her device that may have cause the stimulation to shut off, but otherwise, the patient started charging when she was at 25 or 75% charge. It was further noted that the "voltage trend information showed the minimum and maximum voltage the patient was at, her time in different positions, etc, so this may reflect what her settings were." It was further reported that a diary was kept since the last time the patient was seen on (B)(6) 2013. On (B)(6) 2013 it was reported that stimulation turned off, the clinician programmer showed all day usage and a solid black line. On (B)(6) 2013 it was reported that stimulation turned off, the clinician programmer showed a small break in the solid black line at 2:30 pm and that the implanted device went from group a to group a. On (B)(6) 2013 it was reported that stimulation turned off, the clinician programmer showed all day usage and a solid black line. It was additionally noted that the amplitude "jumped all over the place" from 3 to 3.5 v even when the patient was sitting still.

Event description:
Additional information received reported the manufacturing representative turned adaptive stimulation off at the patient's last visit and the patient was adjusting stimulation manually. It was noted the patient no longer had any issues. Additional information received reported the manufacturing representative turned off the adaptive stimulation and the patient's problem had been resolved.